Event description:
According to the literature, a retrospective study evaluated postoperative bleeding rates in patients who underwent primary sleeve gastrectomy using either a sealing device or a competitor sealing device between 2013 and 2022. The sealing device or a competitor device were used to mobilize the greater curvature and a 60mm endoscopic stapling reload was used to construct the gastric sleeve. Of the 8157 patients in the study, the sealing device was used in 3014 patients. Complications included postoperative bleeding requiring blood transfusions, reoperation, and prolonged hospitalization. The location of the bleed was found at the gastric staple line, at the cut edge of the mesentery/omentum, involving the spleen or unknown.

Manufacturer narrative:
D10 concomitant product: unknown ligasur, unknown ligasure instrument (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Comparison of postoperative bleed rates and location of bleed between vessel sealing devices after laparoscopic sleeve gastrectomy author: dylan cuva, md, julia park, md, patricia chui, md, phd, jeffrey lipman, md, peter einersen, md, john k. Saunders, md, and manish parikh, md journal of laparoendoscopic & advanced surgical techniques volume 00, number 00, 2024 / mary ann liebert, inc. / doi: 10.1089/lap.2024.0082. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.